Manufacturer narrative:
(B)(4)

Event description:
It was reported "rn noted that tlc was leaking. Upon inspection, there was a cut in the brown port of the lumen. Tlc was removed, no harm to the patient." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned one, 3-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the extension lines. Visual analysis revealed that the distal extension line appeared cut towards the juncture hub. Microscopic examination confirmed the damage and revealed that the edges were smooth, angled, and uniform. The appearance of the damage is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). The hole on the distal line measured 9-11mm from the juncture hub. The distal extension line outer diameter measured 0.085", which is within the specification limits of 0.0840"-0.0880" per the distal extension line extrusion product drawing. The inner diameter measured 0.056", which is within the specification limits of 0.055"-0.059" per the distal extension line extrusion product drawing. A lab inventory syringe filled with water was attached to all three extension lines and flushed. When flushing the distal line, water was observed leaking from the hole on the extrusion. When flushing the proximal extension line, a blockage was encountered due to a build-up of dried biological material. No leaks or blockages were observed when flushing the medial line. Performed per IFU statement, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed". The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter f low. Secure only at indicated stabilization locations". The IFU also states, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture". The customer report of a leaking extension line was confirmed through complaint investigation. Visual analysis revealed a hole on the distal extension line adjacent to the juncture hub. Functional testing confirmed that the distal line leaked from the hole. The appearance of the damage is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). Despite the damage, all relevant dimensional requirements were met. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "rn noted that tlc was leaking. Upon inspection, there was a cut in the brown port of the lumen. Tlc was removed, no harm to the patient." There was no medical intervention required. The patient's current condition is reported as "fine".